Event description:
Pt was injected with radiesse dermal filler in the naso labial folds. Three days later ((B) (6) 2010), she developed major swelling on the left side of the naso labial fold. During f/u with rn on (B) (6) 2010, she reported the pt had developed an infection in the affected area. The physician drained and cultured the area and was waiting for lab results.

Manufacturer narrative:
Pt developed major, bilateral swelling three days post-injection and was treated with antibiotic, keflex as a precautionary measure. During f/u with rn on (B) (6) 2010, she reported the pt had developed an infection of the affected area. The physician drained and cultured the area and was waiting for lab results. During f/u with physician on (B) (6)2010, he stated the pathology culture results showed a presence of staphylococcus aureus. The pt has continued on with keflex as a course of treatment and has been monitored closely. The pt is now said to be healing nicely. A review of the device history records indicates the reported lot #1014373 met all specifications prior to release.